Event description:
It was reported that during a peripheral stenting treatment procedure, deployment issues occurred. The 90% stenosed target lesion was located in the mildly tortuous bifurcation of the superficial femoral artery into the popliteal artery. A epic vas 6x120x120 stent was advanced to treat the lesion. During deployment, the first 3cm of the stent started "well" then the remaining 9cm of the stent "recoiled". The stent was completely deployed in the intended location; however, most of the working length appears "winding" and was unable to be crossed again with unspecified balloons. The patient remains hospitalized in stable condition. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during a peripheral stenting treatment procedure, deployment issues occurred. The 90% stenosed target lesion was located in the mildly tortuous bifurcation of the superficial femoral artery into the popliteal artery. A epic vas 6x120x120 stent was advanced to treat the lesion. During deployment, the first 3cm of the stent started "well" then the remaining 9cm of the stent "recoiled". The stent was completely deployed in the intended location; however, most of the working length appears "winding" and was unable to be crossed again with unspecified balloons. The patient remains hospitalized in stable condition. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: received product consisted of an epic vascular device with blood was visible in the shaft. The stent was not received. Magnified inspection revealed the inner shaft was kinked in numerous locations. The floating and fixed bumpers were intact and did not reveal any damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)